Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.5 hardware: iphone18.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia and ketones. The patient's blood glucose levels and the duration of pod use were not provided. While the patient was sleeping, the pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. Subsequently, the patient developed ketones and sought medical attention at the ER. The patient was treated with intravenous (IV) fluids and insulin. The patient was discharged few hours later.